Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were scrolling and stopped working. Customer's blood glucose was 290 mg/dl. The insulin pump had been hooked to customer's bra. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power and self tests. No battery out limit alarms were noted. The pump had intermittent button response due to corroded keypad traces. No ramping numbers were noted. The pump had minor scratches on the display window. Cracked battery tube threads, and a broken reservoir tube lip.